Event description:
Report received of intermittent incidents of the y-site reseal not resealing after the fourth access. The tubing set is used only on the persantine heart studies. The port closest to the pt is accessed a total of five times. First access is the nucleotide with a tb syringe. The second access is a saline flush with a 21g needle. The third access is the persantine with an 18g needle. The fourth access is the second dose of the nucleotide with a 25g needle. The fifth access is a saline flush with a 21g needle. The customer observed the fluid "squirt out in an arch" after the fourth and fifth accesses. The fluid has gotten on the pts bed linens, the technicians clothing and the floor. The room needs to be closed down for about 24 hours until the nucleotide dissipates. A new tubing set is used on every pt. The customer has not observed any coring of the reseal port. No report of adverse pt effect.